Event description:
This is a spontaneous case report received on (B)(6) 2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 27-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic infection ("pelvic infection") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure (batch no. 846828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergone essure confirmation test". The patient's concurrent conditions included irritable bowel syndrome, asthma, gerd, dysfunctional uterine bleeding and hypertriglyceridaemia. Concomitant products included omeprazole and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), complication associated with device ("device complications"), menorrhagia ("abnormal bleeding (menorrhagia)/irregular cycles"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), dysgeusia ("metal taste in mouth"), migraine ("migraine headache"), weight increased ("weight fluctuation (gain or loss)/weight gain/loss (specify which one) weight gain)"), abdominal pain ("abdominal pain"), back pain ("back pain") and headache ("headache"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, dysfunctional uterine bleeding, vaginal haemorrhage, complication associated with device, menorrhagia, nausea, dysmenorrhoea, vaginal discharge, dysgeusia, migraine, weight increased, abdominal pain, back pain and headache outcome was unknown. The reporter considered abdominal pain, back pain, complication associated with device, dysfunctional uterine bleeding, dysgeusia, dysmenorrhoea, headache, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: both tubal ostia were identified. No complication occurred. Surgical pathology report: two segments of benign fallopian tubes with metallic intraluminal coils. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2018: pfs received: event weight fluctuation updated to weight gain and new event headache added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic infection ("pelvic infection") in an adult female patient who had essure (batch no. 846828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergone essure confirmation test". The patient's concurrent conditions included irritable bowel syndrome, asthma, gerd, dysfunctional uterine bleeding and hypertriglyceridaemia. Concomitant products included omeprazole and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), complication associated with device ("device complications"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic infection (seriousness criterion medically significant), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and dysgeusia ("metal taste in mouth"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, complication associated with device, menorrhagia, pelvic infection, nausea, dysmenorrhoea, vaginal discharge and dysgeusia outcome was unknown. The reporter considered complication associated with device, dysgeusia, dysmenorrhoea, menorrhagia, nausea, pelvic infection, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - lot number received, product information updated, events added as follows:- vaginal haemorrhage, menorrhagia, pelvic infection, dysmenorrhea, pelvic pain, vaginal discharge, dysgeusia,device monitoring procedure not performed. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic infection ("pelvic infection") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure (batch no. 846828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergone essure confirmation test". The patient's concurrent conditions included irritable bowel syndrome, asthma, gerd, dysfunctional uterine bleeding and hypertriglyceridaemia. Concomitant products included omeprazole and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criterion medically significant), dysfunctional uterine bleeding (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), complication associated with device ("device complications"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), dysgeusia ("metal taste in mouth"), migraine ("migraine headache"), weight fluctuation ("weight fluctuation (gain or loss)"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, dysfunctional uterine bleeding, vaginal haemorrhage, complication associated with device, menorrhagia, nausea, dysmenorrhoea, vaginal discharge, dysgeusia, migraine, weight fluctuation, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, complication associated with device, dysfunctional uterine bleeding, dysgeusia, dysmenorrhoea, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: insertion details: both tubal ostia were identified. No complication occurred. Surgical pathology report: two segments of benign fallopian tubes with metallic intraluminal coils. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysfunctional uterine bleeding most recent follow-up information incorporated above includes: on 21-may-2018: pfs and mr received. Events were added (dysfunctional uterine bleeding, weight fluctuation (gain or loss), migraine headache, abdominal pain, back pain incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic infection ("pelvic infection") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure (batch no. 846828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't undergone essure confirmation test". The patient's concurrent conditions included irritable bowel syndrome, asthma, gerd, dysfunctional uterine bleeding and hypertriglyceridaemia. Concomitant products included omeprazole and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), complication associated with device ("device complications"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), dysgeusia ("metal taste in mouth"), migraine ("migraine headache"), weight fluctuation ("weight fluctuation (gain or loss)"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, dysfunctional uterine bleeding, vaginal haemorrhage, complication associated with device, menorrhagia, nausea, dysmenorrhoea, vaginal discharge, dysgeusia, migraine, weight fluctuation, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, complication associated with device, dysfunctional uterine bleeding, dysgeusia, dysmenorrhoea, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: insertion details: both tubal ostia were identified. No complication occurred. Surgical pathology report: two segments of benign fallopian tubes with metallic intraluminal coils. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysfunctional uterine bleeding quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.